Event description:
Medical records received. It should be noted, these records were received through a pfs for an additional existing legal complaint for this patient. This complaint is not yet legal. Patient was revised on (B)(6) 2009, but was revised again revised on (B)(6) 2009 for an infection. On (B)(6) 2009, the head and liner were removed and new head and liner were placed with antibiotic beads. The patient was taken back to the operating room and a new head and liner were placed on (B)(6) 2009 and beads were removed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.